Event description:
Information received from the field notes that during surgery, cautery was used. While connected to a respirator, during the procedure, the patient was taking 6 breaths per minute with large tidal volume. After the procedure, the patient's breathing increased to 30 breaths per minute and the device increased to and locked at maximum rate. The rate was brought down by programming the device out of the rate response mode.